Event description:
It was reported: retrieved n-k m/b patella exhibiting gross damage; including polyethylene breakage, delamination, and dissociation from it's metal backing. Metal backing appears to have suffered wear. The patella, tibial base and insert were replaced.